Event description:
It was reported that at 172,139 joules while using the surgical fiber during a prostate procedure, the fiber tip was damaged. The procedure was completed using a second surgical fiber. Outcome: "ok" - there was no patient injury reported. Gland volume: 100 ml. Time expended: 40 minutes.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.